Manufacturer narrative:
E1: patient city: (B)(4). Patient country: finland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient experienced an infusion set detachment event on (B)(6) 2026. The infusion set tubing got detached closed to the site location and was leaking at site. The insertion site was the thigh. The infusion set had been in use for less than three days. The patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.